Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise on the atrial and ventricular channels was observed. One episode resulted in hv therapy. It was later reported that the patient expired. There is no allegation from a health professional that the death was related to the device.